Event description:
The customer is questioning the high lipase quality control results generated on the architect c8000, when it is run in panels. The customer stated that the issue started when the acetaminophen assay is added to the system and the lipase controls were back in range when the acetaminophen assay is removed. The customer followed the troubleshooting instructions mentioned in the customer letter of fa01jun2007 and have some queries about it. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.